Event description:
A customer support review of a download dated 2006, from a male pt revealed a non-critical "charge profile fault" flag and "converter error" flag. While researching the issue, another data download was received that included an arrhythmia event. The second download was generated by an ER doctor wanting to review the ECG info surrounding a recent sustained vt event for this pt. The pt was admitted to the hospital for evaluation. Upon discharge the pt continued to wear the lifevest. Subsequent downloads revealed four more "charge profile fault / convertor error" flags from november 26, 2006 through january 12, 2007. In addition, several service code flags were identified in the downloaded data. Arrangements were made to replace the pt's monitor for evaluation.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The cause of the charge profile faults, converter errors, and service code 29 flags in the downloaded data was faulty resistor, r45, in the charge circuit for the hv capacitors on the defibrillator pca within the monitor. R45's failure mode was an open. This resistor is 2.2 ohm 1/4 watt metal electrode face bonded (melf) surface mount resistor in a 1206 package. R45 exists in the circuit that connects the hv_cap_neg with out_gnd when the charge relay is energized. Visual inspection found no signs of physical damage to r45 or evidence of overheating. The root cause of the open r45 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the r45 failure. The pt received a replacement monitor.